Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The time on the insulin pump was incorrect, which the customer believes led to the event. The customer stated that she did not change the time prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused of contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.